Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. Legal letters were received. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. The patient received a tha on the right side and was revised after approximately 13 years due to due to pain, metallosis, bone fracture and mobilization.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend analysis could be performed as no item number is available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: a patient is pursuing a legal claim. A letter from the lawyer was received, according to that, the patient had a 28 mm metasul head and insert, a cup and a stem implanted on (B)(6) 2003 and underwent a revision surgery on (B)(6) 2016 due to pain, metallosis, bone fracture and mobilization (loosening). It was also reported that the patient experienced a fractuer of the trochanter minor, however, it is not stated if prior or during revision surgery. Review of received data - an expert investigation report of this case was received. The report was translated in house and according to it, the patient¿s medical history has been summarized as follows: on (B)(6) 2003: coxarthrosis right. Reduced hip mobility on all levels with walking discomfort. On (B)(6) 2003: rx exam - reduced calcareous tropism. Symmetrical basin. Marked osteoarthritis at the right coxo-femoral joint with acetabular sclerosis, ovalization of the femoral head and reduction of articular space, more evident on the lateral side. On (B)(6) 2004: slight limitation of the right hip intra-rotation and mild quadricipital hypotonotrophy. On (B)(6) 2005: rx exam - on the right, hip arthroprosthesis outcomes with metal prosthesis well contained: not evident para-prosthetic calcifications or signs of mobilization of the prosthesis. On the left some live irregularities of the arthrosic type of the femoral head. On (B)(6) 2016: rx exam - right hip in correct position, no signs of mobilization. On (B)(6) 2016: osteolysis filled with amorphous pataceous tissue involving the small trochanter, which appears detached. Laminar fibrous tissue with chronic perivascular inflammation and histio-epithelioid granulomas with intracitoplasmatic pulverulent brownish material. On (B)(6) 2009: rx exam - no periprosthetic lysis or signs of mobilization. On (B)(6) 2016: while he was taking off his pyjamas the patient heard a noise and a strong pain from the knee to the right hip. Rx exam - small trochanter fracture. On (B)(6) 2016: rx exam - signs of bone rarefaction in the intertrochanteric site and fracture of the small trochanter (confirmed by scintigraphy). On (B)(6) 2016: chrome 187.10 (urine), cobalt 721.40 (urine). On (B)(6) 2016: chrome 22.20 (blood). On (B)(6) -2016: admission to a nursing home. On (B)(6) 2016: chrome 7.70, cobalt 5.90 (blood); chrome 32.30, cobalt 21.20 (urine). On (B)(6) 2017: periprosthetic osteopenia also at the level of the great trochanter, with calcifications in correspondence of the adjacent soft tissues. Enthesopathic calcific irregularities into the ischio-pubic branches. On (B)(6) 2017: decreasing chromium and cobalt ions. Right hip:_ complete articulation, slight deficit of active articulation from muscular hypotonotrophy. Mild palpatory pain in the trochanteric region, not inguinal pain. On (B)(6) 2017: because of iatrogenic metallosis, the patient has developed a clinic symptomatology that can be classified as a disorder of adaptation and since that symptoms persist by more than six months, can be defined as chronic with a moderate degree. The report was reviewed by an expert of zimmer biomet. As urine concentrations are not reliable, one should focus on the blood concentrations. Unfortunately, no ions concentration in blood was measured before the revision ((B)(6) 2016). The cr concentration in blood (22.2 g/l) measured one week after the revision can be seen as being elevated. Such a concentration is very unusual for small diameter metasul and the positioning of the bearing may have an impact on that. Based on this received medical data, no conclusive assessment of the reported event can be done. Therefore, it was asked the patient to provide zb with the underlying medical records incl. Original x-rays to be able to perform investigation and assessment of the case. So far, zimmer biomet have not received anything additional. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis and conclusion summary: in a legal case it was reported that a patient was implanted with a mom tha and underwent a revision surgery appr. 13, 5 years post implantation due to metallosis, pain and loosening. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer's reference number of this file is (B)(4).